Event description:
Connection issues were noted to the subject pacemaker. Reportedly the physician inserted the lead in the device, checked that the proximal tip of the lead was visible in the header and rotated the screw with the torque wrench until click sound was heard. When the physician pushed the lead to check if it was fixed, the lead suddenly came out of the port, and the connection process had to be restarted once again, until the lead becomes fixed.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4). Analysis is pending.